Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer¿s current blood glucose level was 152 mg/dl. Customer declined to troubleshoot for high blood glucose levels. The customer stated that the no delivery alarm would never occurred; the customer did not believe the insulin pump was functioning properly. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit was monitored and function properly noted.